Event description:
Failure to osseointegrate.

Event description:
Failure to osseointegrate. The material number has been updated and batch number was provided on the label with the returned product, which is reflected in this follow up report.